Event description:
It was reported that an ilet user experienced unstable glucose control while frequently entering multiple meal announcements in short intervals, including one day with 14 announcements, and the user¿s caregiver requested clinical support and potential pump reset. Symptoms included episodes of hyperglycemia with readings in the mid-200s mg/dl and alerts for prolonged highs, as well as hypoglycemia down to 41 mg/dl with low and urgent low alerts. Outcomes included self-treatment with carbohydrates for lows and occasional use of backup therapy for highs, without professional medical intervention, hospitalization, or acute complications. Investigation included review of user-reported logs and education on correct pump operation and meal announcement practices, with outreach to schedule additional training. Investigation of this case revealed use error related to excessive or accidental meal announcements leading to insulin dosing mismatch and glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training needs.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.